Event description:
It was reported that the patient received an inappropriate shock from the patient's right ventricular (rv) lead. The rv lead had high impedance on the rv and superior vena cava (svc) coils, oversensing, and a possible fracture. The rv lead was capped and replaced. It was also reported that the patient's implantable cardioverter defibrillator (ICD) had a header/connector problem with the rv lead. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical product: 559453 lead, implanted: (B)(6) 2006. (B)(4).